Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: product is not available for investigation. An investigation could not be performed. The only type of investigation that was performed is visual from photos that was submitted. From the photos the surface of the jaws, the product is not according to the specification. A review of the device quality and manufacturing history records was not possible, the lot number is unknown. Based on the information provided the root cause of the failure is most probably a manufacturing error. A CAPA is initiated. Device not returned.

Event description:
Country of complaint: (B)(6). It was reported that three clamps failed the quality audit. Burrs (have notches on the edges) serrations. All med watch submissions related to this report are: 9610612-2017-00572, 9610612-2017-00573.